Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a lumbar rhizotomy procedure performed. A magnet was not used. The patient received 4 shocks during the procedure. There were no external shocks delivered. A code 1006 was recorded. Boston scientific technical services (ts) provided guidance on how to clear the code. A boston scientific field representative performed a manual capacitor reform successfully which cleared the fault. One day post procedure, the patient was in an atrial flutter arrhythmia. The representative delivered a 1.1 joule shock as directed which resulted in an acceptable shock impedance measurement of 53 ohms. There were no additional adverse patient effects.